Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Reportedly, the customer was not removing the residual air. There was no adverse impact to the customer¿s blood glucose level. Customer does not have supplies to continue troubleshooting. No additional information was provided.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.